Event description:
It was reported that during an unknown procedure, the jaw broke off of the device and fell into the patient. The jaw was retrieved through a trocar. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 07/27/2009. Information anticipated, but unavailable at this time.